Event description:
It was reported that a smartsite primary infusion set was infusing tpn when the nurse noted the IV tubing had disconnected completely from the y-site at the third infusion port proximal to the patient and the bedding was wet. There was no patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). Although requested the affected set has not been received. A follow up report will be submitted with evaluation results should the device be received for investigation.